Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g7 continuous glucose sensor intermittently disconnected and, upon reconnection, displayed a falsely low value of 41 mg/dl while a contemporaneous fingerstick measured 203 mg/dl; the user then replaced the sensor and completed pairing with a warmup in progress. Symptoms included no reported clinical effects such as loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no ketone testing, no backup therapy, and no need for assistance. Investigation included user troubleshooting and replacement of the cgm sensor, with no alerts over 300 mg/dl for over 90 minutes reported. Investigation of this case revealed sensor signal loss and inaccurate low cgm readings inconsistent with capillary glucose, consistent with cgm data transmission or sensor performance issues. It was concluded, based on previously established findings for similar reports, that the cause was user-level cgm performance variability or transient connectivity error rather than a systemic device malfunction.